Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device manufacturing and expiration date are not available. Incoming information indicates this event occurred in a children's hospital and therefore has been processed as a 30 day event. (B)(4).

Event description:
It was reported that the external pulse generator displayed an error code indicating that the self-test had been interrupted upon start up. Troubleshooting resolved the issue. The external pulse generator remains in use. There was no patient involvement.